Manufacturer narrative:
The reporting facility had their own staff inspect the device. During the initial evaluation, the user report was confirmed. The evaluators discovered that the air filters were almost closed off due to dust. This dust clog was compromising the unit's ability to cool. The filters were cleaned and the device was run for several hours without displaying any errors. They are planning to continue to use the device and if any other issues arise, they will return it to olympus for evaluation/repair. If additional information becomes available following device evaluation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source presented error codes e101 & e102 during a procedure. Reportedly, there was no harm to the patient, and a similar device was used to continue procedures that day.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation as well as initial reporter information received from the facility. A review of the device history record (DHR), a review of the instructions for use (IFU), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. The IFU contains the following statements: ¿avoid using the light source in a dusty environment. This may damage the light source.¿ while a definitive root cause could not be identified, investigation believes that the reported event may have been caused by a build up of dust in the air filter. Olympus will continue to monitor the field performance of this device.